Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states the patient tested 6.5 inr, 6.9 inr, and 2.8 inr on the coaguchek xs system. No actions taken based on device results. Caller states the finger may not have been dry when the results of 6.5 inr and 6.9 inr were obtained. The finger was also squeezed more than normal. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.